Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation did not reproduce an air in line alarm due to a false upstream occlusion. Evaluation identified the cause to be a failed upstream sensor with continuity on the ultrasonic flex tail pins. The upstream sensor will be replaced to correct the reported condition.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the air in line message. There was no patient involvement.